Event description:
It was reported that an ilet user experienced hyperglycemia after forgetting to perform a meal announcement, with the pump glucose reading approximately 252 mg/dl initially and trending down during the call. No alerts or alarms were reported. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.